Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pockets a1 a2 and a6 in drawer 3.2 failed. The screen showed the main cabinet, but the issue was actually in the auxiliary cabinet. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had pockets a1-a6 showing as failed and not detected on the bus. A field service engineer inspected the back of the drawer and replaced the individual drawer pyxibus module control board. Drawer functionality was then tested in the hardware test application and passed. The system functioned as intended after the field service engineer repaired the device.